Event description:
It was reported that a balloon rupture occurred. A 10 mm x 3.25 mm wolverine coronary cutting balloon monorail ruptured. There was no fragment left in the body and the procedure was completed with a non-bsc device. No patient complications were reported.